Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/07/2016. The fse confirmed that valve vl462 was leaking, causing air to get into the aspiration pathway. To resolve the leak the fse removed the poly block that contains valves vl461 and vl462; removed the valves, checked o-rings, cleaned, reassembled and reinstalled poly block, resolving the leak. The beckman coulter internal identifier for this event is (B)(6).

Event description:
The customer reported a small leak around the aspiration module of a unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with the event.